Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the system fault 180 was due to an isolated component failure of the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported by resmed (B)(4) that while an astral device was being tested before patient use, it displayed a system fault (sf 180) indicating a battery charger fault occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.